Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, button error, damage and insulin flow blocked alarm. The customer's blood glucose value was 598 mg/dl. The customer treated with the pump. The customer stated that he was not able to push the buttons. The customer stated that he might have been sleeping on the tubing which caused insulin flow blocked alarm. The customer declined to troubleshoot for insulin flow blocked alarm. The product was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. All buttons functioned properly and no unexpected blocked, stiff, or hard to push buttons occurred during testing. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarms or decompression or swelling during battery removal, button pushes, and testing. The pump was monitored for two days and no unresponsive buttons, or errors/alarms noted. The electronic assembly and keypad assembly were inspected and no anomalies noted. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.